Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - performance data was collected from the device and revealed that there was resistance/impedance increase. The weekly pace lead impedance trend data shows an increase for minimum and maximum ventricular pace bi impedance = 1007 to 2907 ohms peak between (B)(4) 2011 and (B)(4) 2011.

Event description:
It was reported that the right ventricular (rv) lead had impedance of 1466 ohms at implant the impedance dropped to 1064 ohms and 1007 ohms. It was reported that now the rv lead has high impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.